Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, failed batt test. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and customer reported receiving a stuck button alarm. Troubleshooting indicated that pump requires replacement. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the displacement test, active current test and self test. All buttons functioned properly and no failed battery test alarm or stuck button error alarm noted during testing. However, high sleep current noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Stuck button error alarm found in the pump history file/trace on 24-jun-2024 at 15:11:14. Failed battery test alarm found in the pump history file/trace on 24-jun-2024 at 15:15:02. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1. The j1 connector on pcba 1 was locked properly during visual inspection. No moisture damage on the keypad traces noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Keypad/button unresponsive/button error alarm and failed battery test alarm not confirmed. High sleep current due to moisture damage on the pcba 1. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.